Event description:
The patient reported that the infusion set tape not sticking in 1st day (abdomen) due to it getting stuck in cloths on (B)(6) 2026, however no harm reported.

Manufacturer narrative:
Customer entity: medtronic minimed street: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.